Event description:
Patient admitted with cadd (computerized ambulatory delivery device) pump in place for flolan infusion. The pump was not hospital property. On day #8 , patient complained of respiratory distress and back pain. Ultimately, code called. During code, it was determined that cadd pump was off. Pump restarted.